Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 05-april-2024, it was reported by the patient for the current high blood glucose. In troubleshooting kinked cannula was found. Infusion set was in use since last 3 hours. Infusion set was placed in the abdomen. High blood glucose was corrected by the injection via mdi. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.